Event description:
It was reported via repair work order that the track belts were not producing enough friction which could potentially cause an unstable chair. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.